Manufacturer narrative:
The customer requested just replacement cables with no engineer evaluation.

Event description:
It was reported to philips that the device's parametric cables were not working. The customer requested just replacement cables with no engineer evaluation. There was no patient involvement.